Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis confirmed that the fiber was in one piece. During functional testing, the aiming beam was weak, and there was no light exiting the connector face, indicating an internal connector fracture. Burn marks were also observed on the connector face. It is likely that the interaction between the fractured connector and blast shield led to the burn marks observed on the fiber face. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber burst directly when used for the second time. Analysis of the returned fiber identified an internal connector fracture. The procedure was completed with another device. There were no patient complications.